Manufacturer narrative:
Additional reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an augmentation below limit set alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The getinge representative advised that they could only troubleshoot as if insertion were femoral. It was revealed that the customer was unaware of how to set the alarm limit. They were guided in setting it. The customer also mentioned that the console had generated a catheter restriction alarm earlier that evening. Reasons for that alarm were reviewed and the customer correlated some of those clinical reasons to the patient. They stated the iab insertion seemed ¿positional¿ for his patient. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).